Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up.   Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by a zoll-approved service provider. The customer's report was duplicated and attributed to the system board. A replacement system board was sent to the provider to resolve the report. The device will be recertified and returned to the customer once the repair has been completed. Analysis of reports of this type has not identified an increase in trend.